Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
The procedure was to treat a heavily calcified lesion in the mid left anterior descending (mlad) artery. The xience prime failed to cross the lesion despite multiple tries and multiple inflations with 2.0 mm and 2.5 mm balloon catheter because of severe calcification. The stent delivery system shaft broke [separated] and another xience prime was used and it crossed the lesion successfully. No clinically significant delay in the procedure was reported and no adverse patient effects were reported. No additional information was provided.